Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the burr got stuck in lesion. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 1.75mm rotalink¿ plus was used to treat the lesion. After rotablation, it was noted that the burr became stuck in the lesion. The burr was then cut and a guide extension catheter was used to retrieve it out. The procedure was completed with another of the same device. No further patient complications were reported and patient¿s condition was stable.